Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion of l4-5 and l5-s1 to treat lumbar disk disease l4-5 and l5-s1, and extraforaminal disc herniation l4-5. An acromed interbody device was packed with rhbmp-2/acs and placed within the disc spaces anteriorly. Additional bmp was placed around the edges of the cage with hydroxyapatite. No complications were noted. 8 days post-op, the patient was admitted with lumbar wound infection and drainage of the wound. 9 days post-op, the patient underwent an I<(>&<)>d procedure to drain the hematoma. Operative findings included a subcutaneous as well as subfascial hematoma. There was no gross purulence of necrosis. Cultures grew (B)(6). A pic line was placed. Patient was placed on antibiotics. No complications were noted. Per physician's notes dated 12 days post-op, the patient has "no history of diabetes, thyroid disorders or malignancy." Post-operatively, it is alleged that the patient developed tumors, and cancer and has died.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.